Manufacturer narrative:
Inspected 1 random opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer sensor electrode was missing. The customer¿s blood glucose level was 103 mg/dl. It was reported that the sensor electrode was missing. The customer was advised to check whether the electrode retracted into the needle housing. The device will not be returned for analysis.